Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The surgeon reported that during surgery, the irrigation didn't flow. The problem was solved after replacing the cassette with another one. No pt harm was repored no additional info is expected.